Manufacturer narrative:
Product event summary: the actual device was not returned; however, performance data was collected from the device and analyzed. Analysis from the device memory indicated a partial electrical reset, which occurred on (B)(6) 2014.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a bit flip, which led to the device resetting to restore the original programming. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.